Manufacturer narrative:
The customer found 2 strip pads in the strip provider module (spm) of their ichem velocity instrument.. There were no error messages generated by the instrument to alert the operator of a strip jam or an instrument malfunction. The customer did not request service and as such a field service engineer (fse) was not dispatched. The customer stated that there had been over 1000 samples cycled through the instrument and no further fallen/missing pads have been observed since the event occurred. Bec internal identifier for this report is (B)(6).

Event description:
The customer reported tha 2 strip pads had fallen off into the strip provider module (spm) of their iricell 2000 instrument. Customer could not confirm any erroneous patient results were reported out or that there was any effect to patient treatment in connection to the event.